Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous from their high blood glucose. It was also found the customer had a bent cannula after removing their infusion set. Troubleshooting also found the insulin pump passed a high pressure test. The customer's last known blood glucose was 243 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.